Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: manufacturing date: 19-mar-2010. Review of the device history record of (B)(4) showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A review of inspection records and certifications, confirm that the components and final product met inspection records. All (B)(4) parts of the lot were checked 100% for important features and for function at the final inspection on 18-mar-2010. No ncrs were generated during production. A service history evaluation/review was performed. The investigation of the complaint articles has shown that: the customer reported the ratchet would not latch. The repair technician reported the forceps were bent and not ratcheting. Bent is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. No service history review can be performed as part number 399.99 with lot number(s) t944975 is a lot/batch controlled item. The manufacture date of this item is 22-mar-2010. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported service & repair documented that the consultant reported the reduction forceps with serrated jaw - ratchet will not latch when ratcheting. The incident did not occur during a surgery. It is unknown what date the problem was first discovered, nor if it was found in testing or cleaning. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device. The 399.99 lot number t944975 reduction forceps was returned and reported to not ratchet properly. This complaint condition was likely caused by over seven years of consistent use and possible rough handling during surgery or sterile processing; however, this complaint is not likely a result of any design or manufacturing related deficiency. A visual inspection and drawing review were performed as part of this investigation. This complaint is confirmed. No new malfunctions were observed during the course of this investigation. The 399.99 reduction forceps are an instrument routinely used in the small fragment locking compression (lcp) system (technique guide). The device was returned and reported to not ratchet properly. This condition is confirmed; the teeth of the ratchet mechanism are worn and the handles of the forceps are loose from one another causing the ratchet teeth to not catch on one another. The device was manufactured in 3/2010 and is seven years old. The balance of the returned device is in fair condition with some superficial wear. Drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. The complaint condition for this device can be replicated. All measurements have been performed by calipers. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The returned date for the device was (B)(6) 2017 - but in previous follow-up mw, the verbiage stated that the "device was returned", however, the date was inadvertently omitted from d10. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.